Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted deformation of the conductor coils 182 millimeters (mm) from the lead terminal pin, a cut in the insulation in the same area with dried blood/body fluid in the lumen, a piece of the bond on the distal end of the anode electrode was noted to be missing (one side appeared to be cut, the other end torn). Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the pressure test of the outer insulation due to the cut in the insulation. The lead also did not pass the guidewire test due to the formation of the conductor coils. Analysis was unable to confirm the reported clinical observations and concluded that the damage to the coils and insulation was likely a result of induced damage during the explant procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements and decreased r-wave measurements one day post implant. The lead was observed to have dislodged. An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.